Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the device displayed 30 seconds charge time during testing. The patient converted on their own before charging was finished. Three successful shocks on t tests were conducted and upper limit testing was completed. The device remains implanted.